Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. Energy was delivered without any issues and passed the cut test on all three attempts. The knife slot measured at 0.027 and the jaw gap verification passed at 0.004. The grip force test was performed and passed on all orientations: straight ¿ 7.984 pitch ¿ 7.329 yaw ¿ 7.197. No errors occurred during in-house testing. A review of the logs showed no failures. There was no problem detected. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the vessel sealer extend was last used on (B)(6) 2021 via system serial# (B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage this complaint is considered a reportable malfunction due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. Per the description of the complaint, the vessel sealer extend may have incurred a failure mode that is known to impact sealing effectiveness with no claim or evidence of mishandling/misuse. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the vessel sealer extend instrument had a sealing issue. The customer used a backup instrument of the same kind to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary identified. The surgeon was sealing a part of the lymph node. There was no tissue effect when the surgeon was trying to seal tissue. The vessel sealer extend instrument first moved without any problem but did not complete sealing. There were no errors that occurred. During the sealing sequence at the time of the event, there was an audible signal when the pedal was pressed. The customer performed a cut on tissue that was not fully sealed but there was no unexpected additional bleeding experienced by the patient. The target tissue (lymph node) was under tension during the process. The target tissue was less than 7 mm in diameter. The jaws did not come into contact with a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle.